Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that upon starting to fire the stapler, the reload was extruded out the distal end of stapler. The procedure was delayed for 10 minutes, but a new stapler and reload was used to successfully complete the procedure. No fragments were generated and no patient consequences were reported. No additional medical intervention was required.